Event description:
Additional information was received that the patient's death was likely classified as probably sudep. Patient likely had a seizure which resulted in a fall in the bathroom leading to cardiac or respiratory arrest. He is a patient who had frequent convulsive seizures (3-4 times/month) despite use of medications, complicated by alcoholism, severe depression, medication non-compliance, and chronic pain. The cause of death is believed to be unrelated to vns.

Event description:
It was reported that the vns patient passed away due to sudep. No additional relevant information has been received.